Event description:
It was reported that the surgeon inserted an icm 125v4 12.5 mm implantable collamer lens and the lens was explanted in 2008, due to the patient experiencing a refractive surprise. The lens was replaced with a ticl. See MFR report #2023826-2009-00233 for the other eye.